Event description:
It was reported by the patient that post implant of a laparoscopic gastric band procedure, difficulty eating was experienced and she began having episodes of vomiting. Onset of symptoms was (B)(6) 2010. On (B)(4), 2010, under fluoroscopy, it was discovered that the band had slipped. The surgeon removed the fluid which corrected the problem. On (B)(6) 2010 the first adjustment after the removal of fluid was performed. On (B)(6) 2010 the same eating issue was noticed and it was confirmed that the band had slipped again. The surgeon removed the fluid and no restriction is noticed by the customer at this time.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.